Manufacturer narrative:
It was reported that post amulet implant procedure a hematoma at the vascular access site was noted and the patient's hemoglobin dropped. The device was not returned to abbott for analysis. Based on the information received, the cause of the reported hematoma could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported unexpected medical intervention and surgical intervention were the results of case-specific circumstances, as a pressure was applied and the patient also received a blood transfusion. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(4) - veritas, patient site ID: (B)(6). It was reported that on (B)(6) 2025 a 28mm amplatzer amulet 2 was chosen for implant with a 14f amulet steerable delivery sheath. Post-procedurally, a hematoma at the vascular access site was noted and the patient's hemoglobin dropped from 15.1 to 10.1 mg/dl. The patient was admitted to the intensive care unit and a femostop was placed. The patient was discharged on (B)(6) 2025. It was also reported that on (B)(6) 2025, the patient received a blood transfusion.

Event description:
Crd_1064 - veritas, patient site ID: (B)(6). It was reported that on (B)(6) 2025 a 28mm amplatzer amulet 2 was chosen for implant with a 14f amulet steerable delivery sheath. Post-procedurally, a hematoma at the vascular access site was noted and the patient's hemoglobin dropped from 15.1 to 10.1 mg/dl. The patient was admitted to the intensive care unit and a femostop was placed. The patient was discharged on (B)(6) 2025. It was also reported that on (B)(6) 2025, the patient received a blood transfusion.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.